Event description:
A customer contacted baxter's technical service center regarding holes found on last nights therapy when setting up. The patient had leaks in patient line. The patient investigated and found 5 holes in line. The home patient (hp) just started over with new set and wanted us to know about this. This event occurred during patient use during set up. The call was completed and the hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no information available regarding the actual sample. A batch review was performed with no manufacturing defects noted. If additional information becomes available, a follow up MDR will be submitted.